Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device investigation summary - the returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. No definitive root cause was able to be determined however the failure mode is typically associated with off-axis malletting during helical blade insertion. The helical blade coupling screw is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The coupling screw is specifically utilized, along with the helical blade inserter for proximal nail locking with a helical blade. The coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the head was found to be broken off of the instrument¿s shaft. Relevant drawings for the returned instrument were examined and the design, materials and finishing processes were found to be appropriate for the intended use of these devices. DHR review - DHR review for part# 357.377. Lot# 5491502. Release to warehouse date: 02jul2007. Supplier: synthes: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw broke into two (2) pieces while being malleted as a right-sided trochanteric fixation nail (tfn) was implanted. The broken instrument was easily retrieved with no fragments remaining implanted. There was an approximate five (5) minute surgical delay related to the retrieval of the broken device. No additional x-rays or other medical intervention required. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).